Manufacturer narrative:
(B)(4): the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately high compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist during a follow-up call with the patient on (B)(6) 2013. The patient reported while hospitalized she obtained blood glucose readings of "113 mg/dl" with the subject meter and "77 mg/dl" on another device (acucheck), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30 mg/dl. The patient reported that she was hospitalized after she passed out" on the evening of (B)(6) 2012. The patient informed the mss that she was admitted with a diagnosis of "syncope of unknown origin related to low blood glucose and low blood pressure." Prior to loss of consciousness, the patient stated she had tested her blood glucose shortly prior and obtained a reading of "103 mg/dl." The patient stated she was feeling "woozy" at the time of the reading but had no other symptoms. The patient could only recall that she had prepared herself hot chocolate as usual and was walking to her bedroom and has no other recollection of event until she gained consciousness at the hospital. The patient reported her spouse contacted emergency services and when they arrived they obtained a blood glucose reading of "40 mg/dl" on their device. The patient believes they treated her with IV glucose and transported her to the ER. The patient informed the mss that even though the reading of "103 mg/dl" was within her normal range, she felt it may have been inaccurately high. The patient felt had the meter read lower, she may have prevented the low blood glucose excursion by treating herself sooner with food and/or drink. At the time of the initial call to lfs, it was noted that the patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after obtaining an alleged inaccurate high reading with the subject meter.